Event description:
Tech was instructed to open an 8mm (cryo 48f) probe. The probe was connected. Pretesting completed, the probe was functional. When the doctor finished dissecting around the mass a biopsy was taken followed immediately by the insertion of the cryo probe. The doctor called for the probe to be activated and the freeze began. At about the 4-6 min mark there was a noticeable change in the noise caused by the gas that was coming from the exit ports in the probe hose. The doctor asked what was wrong and at that time became concerned with the change. The tech checked the machine, gas tanks and lines and nothing seemed to be wrong. The freeze cycle was stopped after 10 min as normal and the thaw cycle started. During the thaw cycle the tech called the field service tech to discuss the issue. This information was relayed to the doctor and the second cycle was ready to start. At this time the tech tried activating the freeze and nothing happened. Several steps were taken per user's manual. This did nothing to change the flow of gas through the machine and probe. The tech called back field service tech. With the service tech on the phone, it was decided between the doctor and the tech to go through a shut down and restart to see if that would trigger something that would allow the case to be completed. This process was confirmed with the field service tech on the phone and attempted. This did not work and at this time there was a little visible blood at the probe on the mass. The decision was then made to end this case and to cancel the rest of the days cases. The doctor then closed up as per normal and the case was concluded. Complete treatment cycle per dfu was not completed. Contact with the doctor, post procedure, revealed the patient is doing okay and the doctor is not planning on repeating the treatment.

Manufacturer narrative:
Probe returned for evaluation. Investigation revealed a clog in the cryoprobe. Device history record review confirmed the probe met all specifications upon release.